Event description:
It was reported that the c4600s tip broke in a patient. The patient was unharmed and another microtip was successfully used. The item that broke was in use for under 5 minutes. The tip was not in contact with another metallic device. The event lead to a very slight increase of surgery time, maybe a minute. The broken part was retrieved.

Manufacturer narrative:
The device history record review of reported lot 1170487 did not reveal any deviation/anomalies that could cause the reported condition. No event was generated for the mentioned lot; therefore, the lot complied with all in-process inspections and testing requirements as specified in the manufacturing shop order and related procedures. Device identifier: (B)(4).

Manufacturer narrative:
Failure analysis: the tip has fractured in a jagged uneven manner ~.250" from the distal end, and the end of the tip is discolored purple indicating it was exposed to high heat. The fg lot complied with all in-process inspections and testing requirements as specified in the manufacturing shop order and related procedures at integra neurosciences in (B)(4). The complaint is confirmed. This type of defect is typically seen when the tip is used against a hard surface such as bone or metal and not tissue. The IFU indicates certain precautions that must be followed, for example; ¿when the hand piece is powered on, contact of the tip with a hard surface (e.g. A metal instrument, tray, staples, clips, instruments, etc.) May damage the tip of the hand piece and require replacement before use.¿